Manufacturer narrative:
Additional information : the device was manufactured between 06aug2018 and 07aug2018. Three (3) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed an a leak was observed at the spike port cap from the spike port of all samples. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the middle port connector. The leaks were discovered in the pharmacy department. There was no patient involvement. No additional information is available.